Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 09-oct-2025 in the pump history file and found 1 pump error 23 on (B)(6) 2025 16:22:05.000 and 2 batt out limit (6) on (B)(6) 2025. When using the ngp power management analysis tool, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, when using the ngp power management analysis tool, this tool does not provide power data. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that customer no longer confident in using the pump because the low blood glucose value at the time of the event was 25 mg/dl. The customer experienced hypoglycemia had an emergency room visit and was hospitalized and treated with carb/glucose and discontinued the pump usage. The event involved product(s) mmt-1884, mmt-342, unomedical, unk_sensor. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for unomedical. No product return is required for unk_sensor.